Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a power system error. The customer blood glucose level was unknown at the time of the incident. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest and displacement test. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. Unit received with corroded battery tube, minor scratches on case, missing display window cover, serial number label missing, cracked retainer and minor scratches on lcd window.